Manufacturer narrative:
Additional suspect medical device component involved in the event: model number/catalog number: sc-8416-50. Serial number: (B)(6). Batch/lot number: 7077403. Model/catalog description: artisan MRI paddle lead 50 cm. Unique identifier (UDI)#: (B)(4). Block b3: exact date unknown, explant date used as the approximated date of event.

Event description:
It was reported that the patient experienced unsatisfactory pain relief and complications. It was noted that the system of the patient did not provide equivalent pain relief to the temporary spinal cord stimulator (scs) trial. The patient underwent a scs explant procedure. It was also noted that after the scs system was removed, the patient continued to experience pain and complications, due to nerve damage caused by the scs system. No further information has been obtained.